Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the needle deployed early. The pod was not worn.

Manufacturer narrative:
The returned device was received with the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in an early needle deployment. During investigation, the needle mechanism was manually reset to the not deployed state, before then being manually deployed without issue. The reported event could not be determined.